Event description:
It was reported while using bd venflon pro safety safety venous indwelling catheter the safety mechanism failed and a dirty needlestick occurred. The following information was provided by the initial reporter, translated from italian to english: during the positioning of the cannula needle to perform blood sampling in the emergency room, the safety device did not activate correctly causing the operator to be accidentally punctured with hcv positive patient. How often has the defect occurred? Once used product available to be returned for evaluation no unused devices from the same lot n° available for evaluation (companion samples) yes (10). Death? No. Serious injury: accidental puncture of the operator with hcv positive patient exposure to blood/bodily fluid: hcv positive patient. Needle/probe stick: in hcv positive patient. Safety issue: yes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 25-aug-2023. Investigation summary: our quality engineer inspected the 5 representative samples from batch 3044790 of catalog 393224 submitted for evaluation. The reported issues of safety shield activation failure (catheter) and needle stick injury were not confirmed upon inspection and testing of the samples. Analysis of the samples showed that there were no abnormalities or damages on the returned samples. The samples were functionally tested, and the needle tip was encapsulated correctly. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the samples. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd venflon pro safety venous indwelling catheter the safety mechanism failed and a dirty needlestick occurred. The following information was provided by the initial reporter, translated from italian to english: during the positioning of the cannula needle to perform blood sampling in the emergency room, the safety device did not activate correctly causing the operator to be accidentally punctured with hcv positive patient. How often has the defect occurred? Once used product available to be returned for evaluation no unused devices from the same lot n° available for evaluation (companion samples) yes (10) death? No serious injury: accidental puncture of the operator with hcv positive patient exposure to blood/bodily fluid: hcv positive patient needle/probe stick: in hcv positive patient safety issue: yes.